Manufacturer narrative:
A further clinical review of the event details was completed, a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post breast biopsy, the sample chamber allegedly had no plastic cover. The biopsy samples were retrieved successfully. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was performed. The lot met all release criteria. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive, as the sample was not returned for evaluation. Although the definitive root cause for the alleged missing sample tray cover could not be determined based upon available information, there is the potential that the reported device contained an incorrect sample chamber. The facilities with suspected lots have been notified. Labeling review: the current instructions for use (IFU) states: complications: - complications that may be associated with the use of the encor® biopsy device and driver are the same as those associated with the use of other biopsy devices. These may include injury to the skin, blood vessels, muscles, organs, bleeding, hematoma and infection. Directions for use: - inspect the package to insure that the package integrity has not been compromised. The product is sterile unless the seal is broken. - using standard aseptic technique, remove the biopsy probe from the package and check for damage. To use the sample rinse feature, attach the vacuum tube connector, and the rinse tube connector, to the vacuum unit. Install the biopsy device to the driver by sliding the distal end into place and then pressing down on the proximal end to lock. Remove the cover for stereotactic use.